Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a surgery which is unrelated to the scs system. During the procedure, a monopolar electrocautery was used. Following the unrelated procedure, the scs ipg became inoperable and the patient lost stimulation. Troubleshooting was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to loose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved by surgical intervention.

Manufacturer narrative:
Corrected data: results codes are corrected. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(4) 2017.